Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. The reported ablation issue could not be confirmed. The catheter and the thermocouples met specifications for electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a his ablation procedure, it was noted there were no ablation signals on the recording system resulting in a delay to the procedure. Troubleshooting included restarting the recording system, reopening the study, restarting the amplifier, and changing the catheter interface module, the egm cable, the catheter and the generator. None of the troubleshooting resolved the issue. The patient was moved to a different room and the procedure was completed with no adverse consequences to the patient.